Event description:
Pt tripped at a retail nursery resulting in a fractured femur. Pt was hospitalized on that day and open and reduction surgery occurred 2 days later. A homedics-stryker plate was used. Pt remained hospitalized until seven days later then was transferred to rehab unit. Pt was released from the rehab unit at the same hosp eleven days later after aggressive therapy and use of cpm machine. Four days later the plate broke and the pt was rehospitalized. Surgery was repeated the following day. A longer plate was inserted and part of the prior plate was left in the pt. Pt was instructed that plate would be evaluated by the co and a report would be sent to the FDA. Pt remained in the hosp for eighteen days due to persistent fever. No infectious process was found. They went to rehab and remained there until 6/2002. Pt has been told by surgeon that they will require more surgery. Pt needs help with adls and is involved in outpatient physical therapy. Recovery time has been consistently increased secondary to plate failure.

Event description:
Additional information received from MFR 10/29/2002: the model number and/or catalog number of the device listed in the medical device report. Catalog number 5215-0-006 alta 6 hole broad plate. Stryker trauma selzach manufactured this device in 2001. MFR does not have the number of devices that were manufactured but they do have the number of devices that was received and distributed in the USA. MDR number assigned to report: MDR# 8031020-2002-00005.